Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed, from the provided information, that the suggested event temporarily occurred, by influence of malfunction at angulation control knob and/or up/down (u/d) angulation lock. However, the device inspection could not reproduce the suggested event. It was therefore, not possible to specify the occurrence cause. The instructions for use (IFU) (operation manual) provides the detection method in ¿3.3 inspection of the endoscope: inspection of the bending mechanisms¿. It is suggested, that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, angulation becomes locked-cannot disengage, when you put it in the lock position and the physician tries to turn it from left to right it doesn¿t turn. The event occurred during the procedure. The procedure was diagnostic. The procedure completed using the same set of equipment. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: image evis had a twisting of bending(left); switch1 has a cut, control knob not locking, low tension heavy knobs, free-engage knob misaligned; distal end plastic cover had dents and scratches; objective lens had pinholes in glue; light guide lens had crack and worn glue; bending section cover or distal sheath rubber had a crack; insertion tube had puncture, scratches on scope cover, boot adhesive dry; and light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.